Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal and glass cap are attached to fiber; the fiber exhibits minimal signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Probable root cause: based on the device analysis, the product complaint could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the side-firing the fiber had a problem with output power, even increased power up to 150w, still doesn't work on vaporization" at 117,789 joules and 17:25 minutes of use. "The doctor used bipolar to complete the procedure". Patient outcome: "no injury".